Event description:
Patient reported being overfilled during a ccpd treatment. Treatment data obtained from the cycler: drain 0:1 ml and bypassed after 2 minutes. Fill1:1499 ml, drain 1:2415 ml. Fill2: 1926ml, drain2: 1514 ml. Fill3: 2574ml, patient then did a stat drain during dwell and drained: 8301 ml. Then the ccpd treatment was stopped. Per patient's pd nurse, patient had no adverse effects as a result and the symptoms resolved upon draining.

Manufacturer narrative:
A medical record review was performed on the patient's treatment data sheets and medical information provided. A large drain volume was recorded in drain 3. There was no adverse event associated with this reported large drain volume. The device is currently undergoing evaluation.